Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for device change out due to normal eri. No lead anomalies were observed on diagnostic imaging and no electrical anomalies were detected. During explant, externalization was observed in the pocket. Lead was capped and replaced. Patient condition was fine.